Manufacturer narrative:
(B)(4). The customer reported to have checked the device and verified the alleged condition. The extended self-test (est) was performed. The ventilator passed the entire required test.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event.